Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed. Technical services (ts) analyzed device episode data and found that the inappropriate shock was caused by oversensing of muscle noise. It was noted that the noise could not be reproduced in clinic. This occurred in the primary vector, so the system was reprogrammed to the alternate vector in clinic because the other two vectors would not pass. It was also noted that this patient is paced a majority of the time by a concomitant boston scientific pacemaker. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed. Technical services (ts) analyzed device episode data and found that the inappropriate shock was caused by oversensing of muscle noise. It was noted that the noise could not be reproduced in clinic. This occurred in the primary vector, so the system was reprogrammed to the alternate vector in clinic because the other two vectors would not pass. It was also noted that this patient is paced a majority of the time by a concomitant boston scientific pacemaker. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted at the discretion of the physician for a therapy upgrade. A new transvenous implantable cardioverter defibrillator (ICD) was successfully placed. No adverse patient effects were reported outside of the replacement procedure. At this time, this product has not been received by boston scientific for further investigation.